Event description:
It was reported that this 980 ventilator did not pass the exhalation valve (ev) performance test portion of the short self test (sst) with a message indicating the pressure was out of range (oor). There was no patient involved.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the exhalation valve (ev) performance test portion of the short self test (sst) with a message indicating the pressure was out of range (oor). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp's troubleshooting included using a different exhalation valve flow sensor (evq) which was not successful and replacing the exhalation valve assembly (eva) and the exhalation module cable which was successful. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The exhalation module cable was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned eva was attached to the failure investigation test ventilator for analysis. The unit powered up, and calibration failed with "pressure sensor cross check failed. Further analysis found that the exhalation sensor printed circuit board assembly (pcba) in the eva was faulty due to multiple component failures. One of the faulty components was the pressure sensor (ps1) which would result in the ventilator entering backup ventilation, if the fault occurs while in use on a patient. The cause of the reported event and the isolated to a faulty exhalation sensor printed circuit board assembly (pcba) in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.